Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pain at the ipg pocket site. It was noted the patient was not using her scs system; therefore, it is unknown if the issue occurred with stimulation turned off/on. In addition, the patient stated the ipg caused her pain when she sat or pressed against it. Subsequently, the patient underwent surgical intervention where the device was explanted.